Event description:
The pt's foley catheter was inserted intra-operatively. The pt was transferred after surgery to the general surgical unit where the nurse experienced problems with the foley cath: 8cc of ns was drained from the port. A number of attempts were made to pull back on the syringe, but only the 8cc of ns came out. Foley was then pulled out with balloon intact. Pt c/o burning and bleeding from penis.